Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed; the evaluation found the front panel broken and the power switch missing. Additional evaluation findings are as follows: top cover, rear panel and chassis noted dented.

Event description:
A user facility reported to olympus that the front panel was broken due to dropping the device while being transported; the metal parts of the power circuit were exposed due to the damage. There was no patient or user injury, associated with the event, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the broken front panel and missing power switch was the device being dropped while it was being transported to a different room. Olympus will continue to monitor field performance for this device.